Event description:
It was reported that we inserted insert and it appeared to be seated properly, but would piston slightly on medial side. We removed it and replaced it with identical size implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.